Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) shut down the station and replaced the mini matrix engine tray. The station was rebooted to recover storage space, and all debris was removed from the back panel. The pharmacy successfully recovered the drawer and performed multiple inventories counts to ensure it could open and close properly. No errors remained on the screen. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.